Manufacturer narrative:
**UDI related data quality updates only**this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited constant irritation at the device site. Reportedly, the patient has a life vest hanging over the device, but the seat belt cuts right over device. Also, patient indicated that the seat belt had caused swelling at the device sites. Furthermore, the patient also reported that wires were visible under the skin when pressing down at the top left corner. As of this time, all available information indicates that the ICD with the right ventricular (rv) lead and right atrial (ra) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to constant irritation at the device site. The patient also reported that wires were visible under the skin when pressing down at the top left corner. There were no additional adverse patient effects reported. This ra lead remains in service.